Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised in 2002 due to unknown reasons. Patient underwent a further revision procedure on (B)(6) 2014 due to a loosened liner from the locking mechanisms of the acetabular cup fracturing. The modular head and liner were removed and replaced.